Event description:
It was reported that during a laparascopic nephrectomy procedure the clips were placed on the vessels. Once the vessels were transected, there was no hemostasis. The procedure was converted to an open procedure to control the bleeding and secure the vessels. Once the laparotomy was performed, it was observed the clips were malformed. The procedure was completed with no further consequence to the pt.